Event description:
Boston scientific received information that high shocking impedance measurements were observed on the implantable cardioverter defibrillator (ICD) and right ventricular (rv) lead through the remote monitoring system. Additional information indicated that no intervention was going to be performed at this time other than close monitoring. The device remains in service.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.